Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported following a transcatheter pulmonary bioprosthetic valve replacement procedure, the patient reported left-sided chest pain. Medication (oxycodone) was administered. A 12-lead electrocardiogram (ECG) showed sinus rhythm with intermittent, infrequent runs of non-sustained ventricular ectopy. Follow-up ecgs were performed. Sinus rhythm with occasional premature ventricular complexes (pvcs) and incomplete right bundle branch block (rbbb) were noted. Post-operative day one the ECG showed normal sinus rhythm with possible left atrial enlargement and incomplete rbbb. Post-operative day two, the ECG showed normal sinus rhythm with ventricular ectopy activity consisting of rare pvcs. The patient remained hemodynamically stable during these episodes. Medication (metoprolol xl 12.5mg) was initiated without further evidence of ventricular ectopy. Later that evening, the patient reported intermittent pain in the left leg which affected the whole leg and coincided with chest pain. Upon assessment, the leg was not associated with redness, swelling, or localized heat, and there was no known trauma. Ultrasound of the left groin and venous ultrasound of the left lower leg were negative for pseudoaneurysm, dissection, or deep vein thrombosis. The patient reported the chest pain moved to the mid-chest and described it as heavy with a severity of 7 out of 10 on the pain scale. The chest pain was constant and did not worsen with physical activity. Diagnostic tests were performed including an ECG, x-ray of the chest, venous ultrasound of the lower left extremity, and blood sample tests (troponins, d-dimer, complete blood count, tpn1). Upon review of the blood test results, the troponin was elevated, but trending downward. Additionally, the pediatric cardiologist indicated the result was within the expected range post-catheterization and determined it to be musculoskeletal chest pain. The d-dimer was also elevated. The venous ultrasound was negative; however, due to the leg and chest pain, a computed tomography was ordered to rule out pulmonary embolism. All test results and procedures were normal. Upon discharge, the patient's pain management medications were changed to analgesic, antipyretic, and a non-steroidal anti-inflammatory drug every six hours. A holter monitor was placed and the patient was discharged to home.

Manufacturer narrative:
Corrected data: h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.